Event description:
Reference number (B)(4). Event occurred in the united states. Iit was reported that the patient faced a kinked cannula which led to high blood glucose level. They treated it with bolus via pump. Therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's blood glucose level were 400 mg/dl. During hospitalization, the patient received fluids of saline (unknown), insulin intravenously as corrective treatment which resolved the issue. After spending 4 hours in the hospital, the patient was released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.